Event description:
It was reported that during a post-op check the programmer would not gain telemetry during interrogation. Troubleshooting step occurred but this did not resolve the issue. The next day the programmer was used in a different room on a different patient and the programmer worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.